Event description:
It was reported, the patient experienced pain, the return of original rsd pain the left extremities. A catheter access port (cap) aspiration was attempted at the last refill appointment, date unknown, and there was no return of drug or cerebrospinal fluid (csf). A replacement was scheduled. The catheter was reported as kinked but the location was unknown. The catheter was partially explanted on 2015 (B)(6). The proximal segment was explanted and the distal segment was cut and tied at the spine and remains in the intrathecal space. The explanted portion was discarded and will not be returned. The issue was reported as resolved but the cause not determined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. The patient was not taking any opioid pain medication orally. Additional information was requested to clarify the patient¿s current status, however, this remained unknown at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(6); product type programmer, patient. (B)(4).